Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used to close the mesenteric defect during a laparoscopic gastric bypass, the staple came out without correctly folding and the two staples were fired at the same time causing it to jam. A reload was also fired and this problem occluded again. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the e-piece had an improper weld. It was reported that the device fired two staples or tacks rather than just one. The reported issue was confirmed. The most likely root cause was traced to manufacturing of the device. A misaligned lower cover allowed the e-piece to be welded in the incorrect position, the lack of clearance between the e-piece and the descending staples could generate a turned clip condition during its firing cycle. After the turned clip condition is seen, if the handle of the unit is squeezed it can cause the e-piece to be partially disengaged; if the end user tries to remove the dlu/cartridge from the unit while having the turned clip condition it can result in a e-piece disengage. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.